Event description:
Patient had skin reaction to the adhesive on her omnipod dash insulin delivery system. She developed a rash to where she needed to get hydrocortisone prescribed on (B)(6) 2021. This occurred with 15 pods. All 45 pods dispensed to the patient on (B)(6) have the same lot number. She said does not remove the adhesive tape but covers the pod to keep it in place. Told patient this is not recommended. Will reach out to the manufacture to get her replacements. Obtained lot and over the phone from the patient. Diabetes mellitus type ii.